Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product broke and fell inside of the patient joint.

Event description:
It was reported that the product broke and fell inside of the patient joint.

Manufacturer narrative:
Alleged failure: tip detached and fell inside the patient's joint. The failure identified in the investigation is consistent with the complaint record. Based on the evaluation of this case and other received units from similar events the probable root cause/s could be blade comes in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.